Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Several attempts were made to get more information from the customer to help identify the correct run file and to verify if the device flagged or not. As the requested information was not received, a blog analysis could not be carried out. Two runs were identified on the reported device and incident date, neither of which matched the donor details given by the customer, and neither of those runs flagged to verify the wbc content in the platelet product. Root cause: without the requested further information, a definitive root cause could not be determined. Reasons for wbc contaminations include misloading the disposable set within the centrifuge, draw flow rate issues that cause the system to have difficulty establishing and/or maintaining steady state, and donor-related factors.